Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that customer¿s insulin pump alarmed for critical pump error. Customer states that open book was displayed on screen. Customer¿s blood glucose was 101mg/dl at time of incident. Customer advised to revert to back up plan. Insulin pump will be return for analysis.

Manufacturer narrative:
The insulin pump had a critical pump error after battery installation. The constant critical pump error alarm was due to a problem isolated to the force sensor.